Manufacturer narrative:
During preventative maintenance (pm) conducted by a field service engineer (fse), the fse completed the helium calibration. Once completed the fse replaced the helium tank and re-pressurized the tank. Once the pressure was admitted, the cart tubing started leaking. The fse inspected the helium tubing system and found the leak to be in that area. The fse ordered a replacement helium regulator, regulator mount, the helium tubing assembly. The fse returned to the customer site on a different date, replaced the regulator, regulator mount and helium tubing assembly. This corrected the leak issue. The fse completed the pm and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) was discovered to have a leaking helium regulator. There was no patient involvement, and no adverse event was reported.